Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j employee. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (9l33371), and no non-conformance was identified. As part of depuy mitek's quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the tip and threaded part on the anchor on the 5.5mm healix advance¿ br anchor with permatape¿ suture, white/blue device got stripped and then broke upon insertion. According to the report, the event occurred after the surgeon made a burr hole by an awl and a tap and inserted the anchor but the anchor was difficult to be inserted. It was reported that the surgeon made another burr hole at the different place from the first burr hole and inserted another new anchor. The surgery was completed successfully within 30 minutes delay. There was no harm to the patient. No additional information was provided.